Event description:
The event occurred on the second firing using a white cartridge. The tissue was freed from the tissue after firing. Bleeding was noted at the staple line. Device articulated to the left in 15 degree position. No issues with cut or staple line. Used cautery to control bleeding. Small amount of bleeding. No transfusion. There was not any patient consequence or change in post-operative care for the patient. Trocar was removed from device. Applied trocar still attached after the procedure, the padlock was observed on the device. Manual reverse switch used and then was able to open device. Fired on mesoappendix.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition, in order to verify the integrity of internal components the returned cartridge was disassembled and no anomalies were noted, no damage on cartridge deck was found. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device closed, fired and opened properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that the surgeon stated the jaws would not open so they could not extract the device from the abdominal cavity. They reported difficulty in depressing the release button. The issue was resolved by removing the device that was articulated at a 15 degree angle with trocar. It was unknown how the procedure was completed or if there was any patient consequence. The device status is unknown.